Manufacturer narrative:
Information about the resolution of this issue was requested, but no further information was available. As no further information concerning this report is expected, our investigation is complete. This report will be updated should further information be provided.

Event description:
Additional information was received that the rv lead and device continued to exhibit low out of range pace impedance measurements. All other measurements were normal. No plan for revision. No adverse patient effects were reported. The lead remains in service.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead is part of an implanted system that exhibited a low pacing impedance measurement. An insulation issue was suspected. Later, notification that this lead exhibited a low out of range pacing impedance measurement was received via the patient's home monitoring system, indicating that the pacing impedance had gone below 200 ohms. No adverse patient effects were reported.

Manufacturer narrative:
No other additional information is available at this time. This investigation will be updated should further information be provided.